Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, undersensing was observed on the device. It was determined that a false pause was due to loss of contact. The device will continue to be monitored. The patient was stable.

Event description:
New information received on may 28, 2019 indicating that the patient presented remotely via merlin.net transmission on (B)(6) 2019. The insertable cardiac monitor continued to exhibit false pause episodes due to undersensing as a result of loss of contact. No intervention was performed. The patient was stable.